Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the bending section cover had a scratch and the adhesive on bending section cover had a crack. There was a crack on the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6) hos.

Event description:
The customer reported to olympus that there was image disturbance while using flex deflectable videoscope. There was no report of patient harm associated with the event. The device was returned and evaluated. During the device evaluation found following reportable malfunction: due to damage on charged couple device unit, the image disappeared during angulation in right/left directions. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the reported disappearing image upon angulation issue. A definitive root cause of the issue could be determined, however, the issue was likely the result of a damaged image sensor unit or cable due repetitive use stress/user handling, external factors and or a faulty circuit board component. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment. Inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.